Manufacturer narrative:
The product analysis indicates that the reported issue could not be duplicated. The device was returned with old software and missing feet. The software was upgraded to current specifications and parts were replaced. The device was tested and passed to manufacturing specifications.

Event description:
It was reported that the system was not monitoring and was stimulating when the surgeon was not stimulating the patient. There was no injury reported as a result of this event.